Manufacturer narrative:
Follow-up # 2.the lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On february 9, 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started to read inaccurately during the morning of (B)(6) 2016, when he obtained alleged inaccurately high blood glucose results of ¿180, 200, 225 and 250 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (self-adjuster). He indicated that after obtaining the alleged inaccurate results, he consumed less food/drink. He reported that an unknown time after the start of the alleged issue, he developed symptoms of ¿nervous and sweating¿. He denied receiving any treatment for his symptoms. During troubleshooting, the cca established that the patient¿s test strips had been stored correctly and the subject meter was set to the correct unit of measure. The patient did not have control solution with which to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurately high results with the subject meter, administered medication based on the results and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.